Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed a system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitors of the navigation system were flickering occasionally. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer (with lot number 1769869) was returned to medtronic for analysis. Analysis revealed that no failures were found. The computer booted normally to the application screen. There were no errors or bad sectors. The installed applications started and ran normally. No flickering images were observed. Fdm 10, fdr 213, fdc 4315 apply to this analysis. If information is provided in the future, a supplemental report will be issued.